Event description:
Journal reference: duyvendak, wim md. "Spinal cord stimulation with a dual quadripolar surgical lead placed in general anesthesia is effective in treating intractable low back and leg pain" 2007, 10, 2, p 113-119. A prospective study of patients with intractable back and leg pain associated with fbss. Patients were followed for an average of 19 months. Two patients had a low grade infection at the site of the lead extension during the trial period, resulting in the device being removed and replaced.